Event description:
It was reported that a primary audio background test fail was displayed. No patient injury was reported.

Manufacturer narrative:
This MDR was generated under protocol b10009704, as a result of warning letter cms# (B)(4). A corrective and preventative action has been opened to address the reported issue. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. A product sample was received for evaluation. Functional and visual testing were performed. The investigation found the tamper seal removed/broken. There was no physical damage noted. The pump event history log review showed a primary audio background (bgnd) test alarm. The technician could not duplicate the stated problem after multiple flow and occlusion tests. The technician replaced interconnect board and as a preventative measure. Greased, calibrated the pump and ran all functional tests which passed. The root cause is undetermined.